Manufacturer narrative:
A ge representative evaluated the system and determined the interconnect cable needed to be replaced. The customer replaced the interconnect cable. The system operates as intended.

Event description:
The customer reported the system would not display an image. No patient injury was reported.